Event description:
It was reported that balloon rupture occurred. The target lesion was located in severely tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and the balloon burst. The device was removed completely, and the procedure was completed with another of same device. There were no patient complications nor injuries were reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were copious amounts of contrast in the inflation lumen and the balloon. The balloon was loosely folded. The balloon catheter was prepped with an inflation device filled with water to inflate the device to the rated burst pressure. There was a pinhole located 1mm distal to the distal markerband. The device failed to inflate to rbp. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in severely tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and the balloon burst. The device was removed completely, and the procedure was completed with another of same device. There were no patient complications nor injuries were reported and the patient was in good condition.